Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has not been received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that piece of debris was found in packaging of the zimmer pulsavac hip kit. It was discovered before surgery in the storage area. No adverse events were reported as a result of this malfunction.

Event description:
Hip kit found debris in packaging.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.